Event description:
Boston scientific received information that this pacemaker was removed and returned for an unspecified reason. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, the device as tested for detailed analysis continued to pace normally in reset-vvi mode and the reset counter had reached 145, with the most recent reason still system reset. The device was able to hold a stable, high (6.5v) output in both chambers. Shaking the device caused system resets to occur, which hints that the issue was mechanical in nature. The cause of the system resets was isolated to loose material within the device. While opening the device, a piece of material was noticed. This material was the "diving board" platform from the accelerometer. This material is conductive and located near the vssa capacitor. When this capacitor shorts, it will cause system resets to occur.